Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The right ventricular (rv) lead was noted to have dislodged, and there was a rise to high threshold values. The lead was capped and replaced. No further patient complications have been reported as a result of this event.